Event description:
In 2004 admitted with chest pain outpatient cath. Cath = rca stenosis in 2 areas and stented. Lad 75% stenosed and stented. Admitted 5 days earlier with congestive heart failure. Episodes of chest pain during adm. Continued to deteriorate, and pt died. Suspected taxus stent. Chart unavailable.